Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut down during a procedure and was unable to be turned back on. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of shut down and not able to be re-powered on and the out of specification power supply was replaced. It was additionally noted that the broken power cord bay, broken printer drawer and broken display overlay/bezel were all replaced and the display calibrated, the hard drive was reconfigured and the software reloaded and the device then passed its final functional and systems tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.